Event description:
The neuron was found crushed prior to use.

Manufacturer narrative:
Conclusion: this device is available for evaluation. A follow up MDR will be submitted upon completion of the device investigation.